Event description:
The following was published in journal of arrhythmia, pg. 191, 2025. Wiley. "Feasibility and efficacy of 50w ablation with tactiflex catheter in initial pulmonary vein isolation for atrial fibrillation"; kazuhisa matsumoto 100 af patients who underwent ablation with tactiflex were studied. Pulmonary vein isolation (pvi) was performed with a 50w setting, a 5-20g contact force (cf), and a 15-20 second energy delivery. Primary outcomes included the success of pvi, first-pass isolation (fpi), and the presence of pv conduction gaps. Patients were followed up for 12 months after pvi and underwent mandatory ECG recordings at 1, 3, 6, and 12 months post-pvi. A periesophageal nerve injury was reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.